Event description:
The plate was implant in 1999 for a fractured wrist. About 1 year after implantation, pt experienced pain and loss of flexion of the thumb. Examination showed attrition of the flexor pollicis longus tendon. Plate was removed in 2000.